Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2083857. Medical device expiration date: 31-mar-2027. Device manufacture date: 24-mar-2022. Medical device lot #: 2055645. Medical device expiration date: 28-feb-2027. Device manufacture date: 24-feb-2022. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers were performed and no recorded quality problems or rejections to this incident were found. At the assembly process, there is a mechanism control to check for stopper leakage. There is also a daily quality assurance routing leak test inspection in place to check for syringe leakage. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 12 bd¿ syringe with precisionglide¿ needle leaked. The following information was provided by the initial reporter, translated from mandarin chinese to english: rubber leakage, drug fluid.